Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The source of this report is literature: gordon l. Bennett, md, derek klaus, md, scott shemory, md,and james a. Sabetta, pa-c, intraosseous sliding plate fixation used in double osteotomy bunionectomy. Foot & ankle international® 2019, vol. 40(1) 85-88. Doi: 10.1177/1071100718800635.

Event description:
It was reported in a 2019 clinical study from bennett, et al., the authors report 1 plate removal, 4 cases of numbness, 4 cases of residual stiffness, 2 patients with recurrent hallux valgus, and 1 case of pain related to distal screw back out. Source - article: gordon l. Bennett, md, derek klaus, md, scott shemory, md,and james a. Sabetta, pa-c, intraosseous sliding plate fixation used in double osteotomy bunionectomy. Foot & ankle international® 2019, vol. 40(1) 85-88. Doi: 10.1177/1071100718800635.